Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a hip operation, the surgeon could not seat/fit the acetabular liner in the cup as its suppose to. The liner was changed to another new liner in the same size that fit perfect.

Manufacturer narrative:
An event regarding size/fit issue involving a trident liner was reported. The event was confirmed following a dimensionally inspection of the returned part. Method and results: -device evaluation and results: visual inspection: nothing of note was detected on the returned part dimensional inspection: dimensional inspection was carried out on the returned part, the part was dimensionally inspected and confirmed the e diameter and k dimension features to be out of specification oversized by 0.022¿. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed via a dimensional inspection of a returned part, the part was dimensionally inspected and confirmed the e diameter and k dimension features to be out of specification oversized by 0.022¿.

Event description:
During a hip operation, the surgeon could not seat/fit the acetabular liner in the cup as its suppose to. The liner was changed to another new liner in the same size that fit perfect.